Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 571 mg/dl. The customer had not addressed their bg at the time of troubleshooting. The customer continued to use the pump for insulin therapy.